Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the lower pivot bolts could no longer tighten into the siderail weldment. The technician replaced the siderail to repair the stretcher.